Manufacturer narrative:
Not avail.

Event description:
This spontaneous report (B)(4) from the united states of america was reported by a female consumer (age unspecified) by email who reported that this stuff caused her to have a miscarriage after using the pre-seed fertility-friendly personal unspecified. On an unspecified date, the consumer initiated pre-seed fertility-friendly personal unspecified topically for trying to conceive. She used the product for about 2 weeks. She reported that she ended up getting pregnant, and at the gestational age of 4 weeks, she lost her baby. Later, she visited the hospital, and she had to deliver all the excess afterbirth and everything left over. She further reported that she was in pain and suffering due to her miscarriage. No additional information was available. The action taken with pre-seed fertility-friendly personal unspecified and the outcome of the event miscarriage were not applicable. Follow-up information was received on 16-jan-2025: additional source document received (B)(4). The product description (usage duration), gestational age (4 weeks), and treatment detail (hospitalization) were added and the narrative was updated. New information received was assessed, and it does not change the reportability of the case.

Event description:
This spontaneous report ((B)(4)) from the united states of america was reported by a female consumer (age unspecified) by email who reported that this stuff caused her to have a miscarriage after using the pre-seed fertility-friendly personal unspecified. On an unspecified date, the consumer initiated pre-seed fertility-friendly personal unspecified topically. Later, she reported that this stuff caused her to have a miscarriage. No additional information was available. The action taken with pre-seed fertility-friendly personal unspecified and the outcome of the event miscarriage were not applicable.